Manufacturer narrative:
Event date: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient's wife called and reported the patient had been having a lot of accidents recently so they were trying to increase stimulation the day of the report and the patient programmer would not power on. They stated they had tried multiple sets of batteries and confirmed they were all regular alkaline batteries. The stated the accidents had started to happen more following an unrelated hospital visit on (B)(6). The caller mentioned during the hospital visit the patient had an MRI where stimulation was turned off and then back on, it was confirmed that it had been working well at that time. The patient then intermittently started to have more accidents. The caller mentioned they had 4 or 5 accidents the week of the report. The caller was sent a new patient programmer to resolve the programmer issue. Additional information was received. The caller stated they were able to get the original patient programmer to work, so they were going to send back the replacement programmer that was sent to them by repair. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that, as steps taken to resolve the, they had scheduled with doctor and the remote was reprogrammed. The patient stated that all was working now and their increase in accidents had been resolved. There were no further complications reported or anticipated.